Event description:
Health professional reported an explant of a lap-band port due to an alleged "problem" and stated the pt experienced no restriction and the surgeon "could not do any fills for the pt." The port was replaced. Follow-up findings: the surgeon said that the band "would not hold pressure" and any "fluid" added "wouldn't make" the band "tighter." Since the band "couldn't hold fluid", the surgeon believed there was a "leak." A "fluoroscopy and oral contrast" test was performed but results "could not show a leak" in the band and tubing, therefore, the surgeon suspected the leak was in the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number, and implant date, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addressed the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/saline as follows: "caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bend, can result in tubing breaks and leakage."